Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, with moderate ketones. Customer attempted to address the elevated (bg) with a correction bolus via the pump. Reportedly, the customer was admitted into the emergency room (ER), and was subsequently hospitalized, with a (bg) level in the 600's mg/dl and moderate ketones. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue. Multiple follow up attempts were made by tandem technical support to obtain further information, however, no response was received by the customer.